Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the physician had no imaging of the patient¿s system available. The physician was going to check their tablet to see if any impedance information was available.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was unknown if the cause of the implant being off and high impedance was determined, if any actions/interventions were taken, or if the high impedance issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there is possible por on rc system. Patient presented at neurology office with ins turned "off". Patient claimed they did not turn it off, battery life was at approximately 50%, and they reported no problems with recharging. The neurologist called manufacturer representative (rep) to ask about how to proceed. Rep instructed him to download reports (session, mdt data, and json) and to send them to them for submission. Possible environmental factors were identified as possible patient compliance issue. Patient reported to physician that they did not have any trouble recharging, then afterward they asked the neurologist to contact manufacturer team to provide instructions on how to properly recharge, which leads rep to believe there may be some uncertainty as to how to properly recharge. Neurologist turned the systems back on during clinic visit. The issue has been resolved. System report shows high impedance on ins implanted on the right. Monopolar contact impedance readings are the following, c-0 4,037 ohms. C-1 4,571ohms.  C-2 5,621ohms. C-3 5,801 ohms. It is unknown if the impedance issue has been resolved. No symptoms were reported. Refer to manufacturer report 3004209178-2021-18964 for related device.